Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. D13378) inserted for female sterilisation. The patient's medical history included ovarian cyst, menorrhagia and dysmenorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (motrin) and surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: left: 1 coil, right: 2 coils lot number:d13378 UDI: (B)(4) production date 2014-09-24 expiration date 2017-09-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2022: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. D13378) inserted for female sterilisation. The patient's medical history included ovarian cyst, menorrhagia and dysmenorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (motrin) and surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: left: 1 coil, right: 2 coils. Lot number: d13378. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. D13378) for female sterilisation. The patient had a medical history of leiomyoma, pelvic pain, obesity ((B)(4)), dysmenorrhea, menorrhagia and ovarian cyst. The patient had a family history of diabetes and cancer. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with motrin [ibuprofen] as well as surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: left: 1 coil, right: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.429 kg/sqm. [Pathology test] on (B)(6) 2022: final diagnosis: result: a.right ovarian cyst wall, excisional biopsy: hemorrhagic corpus luteum cyst. B.uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: -non-dysplastic cervix. -menstrual pattern endometrium. -intramural leiomyoma. -benign bilateral fallopian tubes with essure devices in place. Clinical information: result: 1. Chronic pelvic pain. 2.menorrhagia. 3.dysmenorrhea. 4.essure coils. 5.failed medical management. Gross description: both fallopian tubes show a coiled, 3 cm length, 0.1 cm diameter, surgical device in the lumen. Consistent with essure device. [Ultrasound pelvis] on (B)(6) 2021: well positioned bilateral essure coils findings which in the proper clinical setting can be seen in polycystic ovarian syndrome. Lot number:d13378. UDI: (B)(4). Production date: 2014-09-24. Expiration date: 2017-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.